Manufacturer narrative:
Reference MFR report #: 2937094-2013-01116, 01117. Fiber analysis: the fiber was found to have a radial fracture at the fiber's beveled edge/output window; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus on the metal cap and devitrification of the glass cap at the output window were also observed. The tip of the glass cap exhibits char. Both caps remain attached. The identified issuers may activate the laser systems fiberlife function which will modulate he power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable cause of the device issue was suspected to be related to localized heat accumulation/ user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a prostate procedure, three fibers were replaced @41,028, 46,00 and 255,680 joules of use respectively, due to diminished tissue vaporization efficiency. The procedure was completed using a fourth surgical fiber. Pt outcome: "no injury to pt reported". This report is for the third fiber used.